Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited high shock impedance measurements remaining within normal range. A defibrillation threshold test was performed prior to the changeout of this device in which a shock impedance of greater than 125 ohms was observed. Subsequently, the device was explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported.